Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the bilateral angioplasty procedure was performed to treat numerous lesions in the femoral arteries. Following the successful treatment of the right femoral artery, contralateral access was gained to treat the lesions on the left. The mildly tortuous, heavily calcified and 60% stenosed lesions were located from the left mid superficial femoral to the proximal popliteal arteries. Pre-dilatation with a 6mm unspecified balloon catheter was performed and a 5x100 mm supera self expanding stent (ses) was successfully implanted. The mid superficial femoral lesion was pre-dilated with an unspecified balloon catheter to nominal pressure for 2 minutes. The introducer sheath was approximately 2 cm away from the proximal end of a 6x180 mm supera self expanding stent (ses) during deployment. On deployment of the 6x180 mm ses proximal to the 5x100 mm supera ses, the stent was noted to stretch. Pressure was applied to the delivery system in a distal direction to prevent further elongation; however, the stent continued to stretch. The stent elongated more than 10% of the expected length. No part of the stent was deployed inside the introducer and the stent was completely deployed at the target lesion. The delivery system was removed under fluoroscopy and a surgical cut down was performed to cut the shaft of the supera ses close to the deep femoral artery. A non-abbott stent was deployed to trap the cut stent struts and prevent movement of the stent and an anastomosis [bypass] was performed to bypass the rest of the stent. The patient was reported to be well post procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulties. It is possible that the vessel diameter was smaller than the 6mm supera stent causing the stent to elongate during deployment. Although it was reported that pre-dilatation with a 6mm unspecified balloon catheter was performed, it may be possible that areas of the vessel were still heavily calcified and stenosed resulting in the elongation; however, this could not be confirmed. The additional treatment, surgical procedure and hospitalization were related to case circumstances as the deployment was stopped and a surgical cut down was performed to cut the shaft of the supera ses close to the deep femoral artery. An anastomosis [bypass] was performed and a non-abbott stent was deployed inside the cut supera stent. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.